Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/20465885. This report was created to capture the event related to the onyx. Reference (B)(4). Information received from the same article as MFR#s: 2029214-2015-00403.

Manufacturer narrative:
Post-extraction right internal carotid artery (ica) angiography demonstrated mild vasospasm of the right middle cerebral artery (mca), without evidence of extraluminal contrast extravasation or other arterial injury. Verapamil (5 mg in 20 cc of saline) was injected into the right ica and angiography demonstrated resolution of vasospasm. Added patient information: age: (B)(6). Sex: male. (B)(4).

Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather procedure related events. The lot history record review was not possible since the lot numbers were not reported. (B)(4).

Event description:
Case study citation: santillan a1, zink w, knopman j, riina h, gobin yp. Balloon-assisted technique for trapped microcatheter retrieval following onyx embolization. A case report. Interv neuroradiol. 2009 dec;15(4):453-5. Epub 2009 dec 28. Medtronic (covidien) received the following report through review of literature: during embolization of a large frontal arteriovenous malformation (avm), onyx-18 (ev3) was injected into an m3 branch of the middle cerebral artery via a marathon microcatheter (ev3). After 40 minutes of embolization, the microcatheter could not be retracted due to fixation within the onyx cast despite prolonged, robust attempts. A balloon microcatheter (hyperformtm, ev3) was advanced distally and inflated to provide distal counter tension, allowing microcatheter retrieval with minimal traction on the vasculature. No patient injury was reported as a result of this procedure.